Event description:
It was reported that pump experienced repeated malfunction alarms with code 9, with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Reportedly, customer technical service assisted with pump reset. Customer continued to use pump for insulin therapy.